Event description:
High rv (right ventricular) threshold x 3 days; lead trends show gradual rise in rv threshold, and rv bipolar impedances beginning around early (B)(6) 2023. Rv bipolar impedance increased from 500 to the low 1400 ohms. Rv capture threshold increased from 0.875 v@ 0.4 ms to 2.5 mv with rv lead going to high output. Rv unipolar impedance trends are stable as are rv unipolar capture. Rv sensing was 10.6 mv in unipolar vs 4 mv in bipolar. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5152552.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.